Event description:
Information was received indicating that the max o2 setting continued a smiths medical pneupac babypac ventilator no matter where the setting was set. There were no reported adverse effects.

Manufacturer narrative:
Returned device was received with a cracked bezel, the inspiratory knob does not stop at its extreme settings, peak inspiratory pressure knob is out of spec, o2 needle is damaged, housing is damaged by the battery compartment and its missing the diaphragm. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.